Manufacturer narrative:
The repair center did not confirm the customer's complaint for no image. Additional minor defects found include: pinhole at video cable. Excessive scratches on bending section adhesive. Crack in bending section adhesive with expose threads. Video cable crushed and cut. Labels not properly affixed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus there was no image with the endoeye flex 3d deflectable videoscope. Additional details were requested regarding the reported event, but the customer responded "not applicable". There was no report of patient involvement. The device was returned to olympus for inspection, and the repair center found the adhesive of the distal end peeling around the objective lens, which is also a potential adverse event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, image disappearing was unable to be reproduced. This phenomenon was most likely due to any of the following: breakage or short circuit of the ccd cable due to excessive bending stress on the universal cord or video cable. Failure of the ccd or video connector due to the following handling the video connector was plugged in and unplugged while the system was powered on. The video connector was energized with dust, dirt, moisture, etc. Adhering to the contacts. Based on the results of the investigation, peeling adhesive around the distal end was confirmed. This event was most likely caused by stress from the outside of the scope to the tip of the device or chemical attack by a chemical solution or the like. The events can be detected/prevented by following the instructions for use which state: "do not strike, hit, or drop the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connectors, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connectors, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." "Methods listed as ¿compatible¿ are compatible for routine use only when used according to manufacturer¿s instructions. Repeated use and reprocessing of endoscopes and accessories lead to gradual wear and tear. Furthermore, reprocessing methods that employ higher temperatures and more caustic/corrosive materials may lead to faster deterioration. In general, sterilization processes are harsher on equipment than disinfection processes. Before each patient procedure, inspect the endoscope and accessories for damage." Olympus will continue to monitor field performance for this device.